Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent and abdominal pain. The patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics (dose, frequency, and route not reported) for the event. The patient was discharged from the hospital three days after admission. At the time of report, it was unknown if the patient recovered from the event. Action taken with dianeal therapy was not reported. No additional information is available.